Manufacturer narrative:
Concomitant medical products: 419488, lead, implanted: (B)(6) 2007; 5076-45, lead, implanted: (B)(6) 2004.

Event description:
It was reported that a remote transmission showed that a lead integrity alert was triggered due to rv lead impedance variation and thirty-plus short v-v (ventricle ¿ ventricle) intervals. The device also had multiple stored hr-ns (high rate ¿ nonsustained) episodes. The patient was brought to the clinic and with provocative maneuvers was able to elicit oversensing. A lead fracture was confirmed. Device detections were turned off and the patient will return the next week for lead replacement. No patient complications have been reported as a result of this event.

Event description:
It was further reported the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a rv bipolar lead impedance warning and a rvtip to rv coil lead impedance warning were triggered due to high pacing impedance on the right ventricular (rv) lead. The rv lead remains in use. Additionally, it was reported that there was possible far field r-wave (ffrw) oversensing on the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.